Manufacturer narrative:
The investigation for the reported issue is ongoing and the root cause has not been defined yet. During the initial evaluation of the bed conducted by the arjo technician, the claimed issue was not duplicated therefore it was decided to return the pcb to perform additional tests. The pcb was delivered on 7 nov 2022 and the tests are currently ongoing. The results of the analysis will be provided to the final report.

Manufacturer narrative:
The investigation for the reported issue is ongoing and the root cause has not been defined yet. During the initial evaluation of the bed conducted by the arjo technician, the claimed issue was not duplicated therefore it was decided to return the pcb to perform additional tests. The pcb was delivered on 7 nov 2022 and the tests are currently ongoing. The results of the analysis will be provided to the final report.

Manufacturer narrative:
The investigation for the reported issue is ongoing and the root cause has not been defined yet. During the initial evaluation of the bed conducted by the arjo technician, the claimed issue was not duplicated therefore it was decided to return the pcb to perform additional tests. The pcb was delivered on 7 nov 2022 and the tests are currently ongoing. The results of the analysis will be provided to the final report.

Manufacturer narrative:
During the initial evaluation of the bed conducted by the arjo technician, the claimed issue was not duplicated. The technician found only an issue with the right hand side module clamp assembly in which the thread has been pulled out at the footend. The faulty part was collected and sent back to the manufacturer for investigation. The pcb was replaced by the technician and the issue did not recur. The consultation with the technical department excluded the failure of module clamp assembly as potential root cause of the claimed issue. At the manufacturing site the pcb was evaluated by arjo electronic engineers. The results of inspection of the pcba are as follows: - the accelerometer and gyroscope (responsible for inclination angle and velocity measurements) mounted on the pcba were working correctly, - there was no sign of incorrect calibration of the pcba - the device was most likely calibrated correctly prior to the event, - despite multiple attempts to simulate the complained symptoms it was not possible to recreate this scenario. The pcba was working as intended. The instructions for use for indigo module (416260-en) include the following information related to the investigated scenario: - "after using indigo: deactivate indigo and apply brakes by placing the pedal in the most downward position." - "when operating indigo, maintain contact with bed at all times". Arjo device failed to meet its performance specification since the device allegedly drove by itself from the stationary position. The device was not used for a patient treatment when the issue occurred. The evaluation of the bed did not allow to determine any malfunction that could result in a complained scenario. This complaint is deemed reportable due to an allegation of an unintended movement of the bed equipped with indigo module.

Manufacturer narrative:
The initial evaluation did not reveal any malfunctions, further bed evaluation is in progress. Results of the analysis will be provided to the follow-up report.

Event description:
Following the information provided the enterprise 8000x bed was transferred to the lift by the operator with the indigo drive module engaged. When the operator reached the lift, she left the indigo engaged and walked over to press the call lift button. She turned to look as she heard the sound of the indigo drive. The operator then saw the bed traveling in reverse (back in the direction she had come from) approximately 12 meters before crashing into the wall, where the operator caught the bed and disengaged the indigo. No one was injured.